Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer managed to reset the pump, though it required multiple attempts, and also uploaded data to their computer; however, the display scrambled, and the malfunction recurred. Technical support arranged for a replacement pump to be sent to the customer, who would use a backup insulin pump in the meantime. The customer was instructed to return the faulty pump using a pre-paid label.